Manufacturer narrative:
Correction: d4 UDI number corrected.

Manufacturer narrative:
Two opened bl5423wv packs from lot x2274 were returned. The expiration dates on the labels is 2023-dec-16. The tip protectors were in place, as they should be. The needles were not bent. The port windows were in the opened position. There was no evidence of dried solution visible in the tubing. The cutters were clean and dry and did not appear to have been used. The back caps were aligned correctly with the vent holes in the sides of the cutter bodies. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutters had good clean cuts throughout the various cut rates and had good aspiration. These cutter performed as intended. This investigation is complete.

Manufacturer narrative:
The product was not returned so we were unable to investigate further for root cause. Manufacturing and sterilization records for bl5423wv, lot x2274 were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in china reported a vitrectomy cutter was not cutting.